Event description:
It was reported that the patient presented with inflatable penile prosthesis inflation issues. The patient underwent surgery and fluid loss in the prosthesis was noted. The device was replaced with an ambicor penile prosthesis. There were no patient complications.